Event description:
Boston scientific received information that this patient was admitted to the hospital and complained of back pain. This implantable cardioverter defibrillator (ICD) had not been interrogated for over two years. At that time, the right ventricular (rv) lead had exhibited a pacing impedance of 1600 ohms. However, at this recent interrogation impedances were 2800 ohms and thresholds rose to 4v at 0.5 ms. The r-waves were stable from 8-12 mv and no noise was present and could not be elicited with isometrics or other troubleshooting. The physician elected to open the pocket to further investigate and had noted that two of the set screws were not screwed all the way down, loose. It was also reported that the physician had thought these came loose perhaps while disconnecting the device from the lead. This ICD was at mol2 and the physician elected to change out this device since the pocket was opened as the lead tested fine through the pacing system analyzer. There was inquiry of whether this was a use error at initial implant or a header issue. No adverse patient effects were reported. This lead remains in-service as impedances registered 700 ohms with the new device.

Manufacturer narrative:
The device was to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.